Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a dexcom g7 after insulin delivery had been resumed following a full supply change; the highest reported cgm value was 287 mg/dl over approximately 12 hours, and the user had not confirmed with a fingerstick. The user reported meal announcements, intact infusion set on the abdomen without leaks or kinks, recent medication changes including starting edema treatment and torsemide, recent hospital management off pump with insulin, ongoing digestion issues, and a significant weight increase with pending pump weight update. Symptoms included no reported clinical symptoms. Outcomes included no reported injury and continued therapy after troubleshooting and education. Investigation included customer service troubleshooting and user education. Investigation of this case revealed no device alarms, no confirmed device malfunction, and no supply issues reported by the user, with hyperglycemia attributed by the user to concurrent medical therapy and condition changes. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.